Event description:
It was reported that this pacemaker and right ventricular (rv) lead had observations of noise that was oversensed causing pacing inhibition, which was able to be reproduced with emi and isometrics. It was also reported that there were out of range high impedances greater than 2000 ohms. The rv lead and the device were explanted and replaced. No additional adverse patient effects were reported.